Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated five times up to 6atm. However at fifth inflation, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem by normal method and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.